Event description:
During a literature review the following information was presented: during a hysteroscopic procedure using a truclear operative hysteroscope 8.0 to remove placental remnants, there was incomplete removal of placental remnants resulting in additional hysteroscopy procedure.

Manufacturer narrative:
Additional information: literature citation:blikkendall, mathijs d., tjalina w. O. Hamerlynck, miriam m. F. Hanstede, frank wilem jansen, benedictus c. Schoot (2013). An alternative approach for removal of placental remnants: hysteroscopic morcellation. The journal of minimally invasive gynecology (2013) 20, 796-802.(B)(4)